Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the joystick has an issue with not turning off most of the time.